Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. B93876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus erythematosus. Concurrent conditions included obesity, hypertension, high cholesterol, endometrial polyp and adenomyosis. Concomitant products included alprazolam, atenolol, folic acid, hydroxychloroquine phosphate (plaquenil), metformin, omeprazole, oxycodone, simvastatin and triamterene. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), visual impairment ("seeing spots and thinking I see things crawling") and uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced hot flush ("hot flashes"), hyperhidrosis ("sweating"), pruritus ("always itchy"), rash macular ("red blotches would come and go"), feeling abnormal ("I became a different person afterwards/ very mean and nasty"), ill-defined disorder ("felt ill all the time"), dry eye ("constant dry gritty eyes"), weight increased ("weight gain") and mood altered ("mood change"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and mood altered had resolved, the hot flush, hyperhidrosis, genital haemorrhage, vaginal haemorrhage, menorrhagia, pruritus, rash macular, feeling abnormal, ill-defined disorder, vaginal discharge, dry eye, fatigue, visual impairment and uterine leiomyoma outcome was unknown and the migraine was resolving. The reporter considered dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, ill-defined disorder, menorrhagia, migraine, mood altered, pelvic pain, pruritus, rash macular, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain , fibroid uterus and abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: hot flashes, sweating, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), always itchy, red blotches would come and go, migraines, headaches, I became a different person afterwards/ very mean and nasty, felt ill all the time, vaginal discharge, constant dry gritty eyes, seeing spots and thinking I see things crawling, fatigue, weight gain, fibroid uterus, abnormal uterine bleeding and mood change. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. B93876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus erythematosus. Concurrent conditions included obesity, hypertension, high cholesterol, endometrial polyp and adenomyosis. Concomitant products included alprazolam, atenolol, folic acid, hydroxychloroquine phosphate (plaquenil), metformin, omeprazole, oxycodone, simvastatin and triamterene. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), visual impairment ("seeing spots and thinking I see things crawling") and uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced hot flush ("hot flashes"), hyperhidrosis ("sweating"), pruritus ("always itchy"), rash macular ("red blotches would come and go"), feeling abnormal ("I became a different person afterwards/ very mean and nasty"), malaise ("felt ill all the time"), dry eye ("constant dry gritty eyes"), weight increased ("weight gain") and mood altered ("mood change"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and mood altered had resolved, the hot flush, hyperhidrosis, genital haemorrhage, vaginal haemorrhage, menorrhagia, pruritus, rash macular, feeling abnormal, malaise, vaginal discharge, dry eye, fatigue, visual impairment and uterine leiomyoma outcome was unknown and the migraine was resolving. The reporter considered dry eye, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hyperhidrosis, malaise, menorrhagia, migraine, mood altered, pelvic pain, pruritus, rash macular, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on 23-jan-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain , fibroid uterus and abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.